Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported abdominal pain and slow drains during pd treatment (B)(6) 2015. The patient's pd nurse reported the patient contacted her (B)(6) 2015, and reported abdominal pain, drain complication and was unable to complete treatment that evening. The patient visited the clinic (B)(6) 2015 for pd fluid culture, and results revealed serratia liquefaciens peritonitis. The pd nurse indicated the patient did practice aseptic technique during treatment and stated there were no reported fluid leaks during treatment prior to infection. The pd nurse stated the patient was not hospitalized for the episode of peritonitis and was treated in-clinic with unknown dose, route, and frequency of cefazolin and gentamycin. Patient medical records were requested.